Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported issue of clip opening was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for clip opening. Additionally, a cause for the reported tissue damage could not be determined. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip failed efaa, and the leaflet was damaged requiring additional clips. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the valve. While establishing final arm angle (efaa), the clip opened. Troubleshooting was performed however the device failed an additional three times. The cds was removed and it was noted the posterior leaflet was damaged. Two additional clips were implanted as treatment, reducing mr to 3-4. Another cds was advanced to the valve however grasping was difficult and the mr was unable to be reduced therefore the cds was removed and the procedure completed at this time. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.